Manufacturer narrative:
A replacement pump was sent to the customer. Multiple attempts were made to contact the customer to get additional complaint info and to get the product back; however, all were unsuccessful. As of the date of this report, the pump and power supply have not been received. The customer reported sparking and fire, which are a safety risk. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusions can be made as to the cause of the event. Should additional info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed. Complaints will be monitored for similar issues.

Event description:
The customer reported to customer svc that she set up the charger for her breast pump to charge the battery and as soon as her husband put the battery into the charger, the power adapter started sparking and made a small fire. No injuries were reported.